Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (500 mg/dl). Customer delivered a correction bolus to address the issue. System check was performed and no anomalies were noted. Customer declined further assistance with tandem technical support.